Manufacturer narrative:
Analysis confirmed the reported event; the connector was broken (and inside device). Analysis also found the upper and lower cases were broken, patient cover was scratched, and the flex tape interface was damaged. It was noted the high rate cover, bails, and bail attachment covers were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connector of the cable and cover were broken. The external pulse generator was returned for service. There was no patient involvement.